Event description:
Patient called lfs on 12/29/02 alleging their ot ultra meter's segments were missing. Pt reported that the triple 8's on screen when inserting strip looked like 2 a's. After resetting meter, asked customer to insert strip and pt reported that pt saw triple 8's. When pt did blood test result looked like f and 2 other digits, customer was not able to make it out. Pt has been having trouble reading display for a week. No serious injury or adverse event was reported. Pt did experience symptoms of dizziness and having a hard time walking. No medical intervention was required. The issue with the meter was not resolved with troubleshooting. The meter has been replaced.